Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, the was was noted to be leaking blood between the hemostatic valve and the sheath. Roughly 5cc of blood loss occurred. The was was exchanged and the procedure was successfully completed. The patient was discharged on (B)(6) 2021.